Event description:
It was noted that during a prostate procedure the "plug on console is broken". The patient had been administered anesthesia. The procedure has been postponed until after the repair has been completed. There was no injury to patient reported.

Manufacturer narrative:
System analysis/service repair: the customer's report was confirmed and found to be the result of a faulty ac-plug. Check rf: (B)(4), set waterflow to 2.1 psi, detector set up (open/close loop). Clean fiber port to prevent contact corrosion using specific ams tool. The system was tested and verified to specification.